Manufacturer narrative:
The device br16005 has been inspected for investigation purpose. Based on the available information the most probable root cause is compromised registration accuracy due to reduced scanning area on the forehead because of user error, head movement during surgery and unclear IFU regarding when to reperform registration based on registration verification results. Updated as per investigation conclusions. Date received by manufacturer - updated with date of investigation completion.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. (B)(4). It was reported that there was a delay over 30 minutes on the surgery due to the reported event. A surgery delayed for more than 30 minutes is considered as a potential for serious injury by zimmer biomet.

Event description:
It was reported that the first laser registration failed with device displaying an error message, the second one was aborted after the 6 initial landmark points were all in red and finally the third passed. Once driving to trajectories the surgeon noticed that the robot arm position was inaccurate so, following the advice of the field service engineer, the system was re-initialized but the problem persisted. The surgeon decided to re-start the registration from the beginning and no more issues were observed. Following the surgery, the resident merged the post-operative CT exam to pre-operative MRI exam and found inaccurate placement of the three last electrodes. It was reported that the resident suspects that these inaccuracies may possibly have been due to brain shift.